Manufacturer narrative:
(B)(6). Evaluation was not possible, as the device has not been returned. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. A review of the device history record was performed which confirmed no inconsistencies. In the event the samples are returned for evaluation the complaint will be reopened for additional investigation. (B)(4).

Event description:
During a knee arthroscopy procedure it was reported that metal debris was seen. The procedure was finished successfully with a backup device. The surgeon cleaned the joint site removing the debris. There was no reported delay, patient injury or surgical complication. The patient¿s post-operative condition was reported to be okay.